Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse, that the screw driver blade broke. Nothing fell into patient site. Replacement was available.

Manufacturer narrative:
The reported incident that screwdriver blade, t7, ao was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The visual inspection shows the initial breakage point in a polished, more brilliant color, and then the different lines on the material that indicate the turning direction when broke. This lines indicate that it broke during insertion therefore the tip will most likely broke due to an over torque force during implantation. There are no signs of corrosion or incorrect maintenance therefore it was checked that the hardness of the material and it was correct and according to the specifications. This was also checked by an external lab which confirmed this. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by the nurse, that the screw driver blade broke. Nothing fell into patient site. Replacement was available.